Event description:
Notes: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2009-01612, for a description of the other device. In addition, date of event is not known. An hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, the pt came back and complained of some pain as if she was about to start her menstrual cycle. Upon examination, there was no bleeding noted. During a transvaginal ultra sound, a blood clot was discovered. The pt was then taken to the operating room where a dissection surgery was performed. There were no further pt complications and the procedure was completed with this device.

Manufacturer narrative:
Since the lot number was not provided, the expiration and manufacturing dates are not known. The suspect device will not be returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filled.